Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was no longer holding a charge and it depleted. Follow up indicates the patient was implanted with a new ipg on (B)(6) 2013 and effective stimulation was recaptured.